Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuff leaked and would not stay inflated. Replaced with a new endotracheal tube. No further leak was noted. It was reported that the patient had a serious injury.